Manufacturer narrative:
Product analysis: analysis was able to confirm the broken hanger and broken connectors. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator (epg) had a broken atrial connector and hanger, it was speculated that the device may have been dropped. The device returned into service. There was no patient involvement.